Manufacturer narrative:
Correction: it was initially reported there were 4 event however, it was found there were 5 events. The serial number of the system is (B)(6).

Manufacturer narrative:
Additional information: one investigation completed during the period. No product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
One (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial numbers of the devices and quantity: (B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product catalys-u, which is distributed in the united states under 510(k) #: k113479. From the four (4) events three (3) investigations were completed and one (1) are still in progress. During the period, no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 4 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.